Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling, drainage/watery, pustules, pain/discomfort and an infection underneath the sensor pod area, which occurred 3 days after the sensor had been inserted in the arm. The patient reported that the skin reaction started on (B)(6) 2026 and then felt pain at the site, describing it as sore to touch and she can't lay down her arm. She removed the sensor and noticed the insertion site was sore and red, then cleaned it with rubbing alcohol. On (B)(6) 2026, the patient observed that the site had worsened, appearing larger, infected, and with pus. The patient used an unspecified needle at home to drain the site, then cleaned the area with rubbing alcohol, applied otc neosporin, and covered it with a bandage. She noted that the site flattened afterward. The neosporin was not prescribed and was used only at that time. On (B)(6) 2026, the patient contacted a doctor by phone and was seen the same day. The doctor confirmed a bacterial infection with cellulitis. No diagnostic testing was performed. The patient described the area as dark red to purple (not bruised) around the insertion site (approximately a quarter inch), with a ¿knot,¿ and redness extending to about the size of her hand. The patient received a rocephin antibiotic injection and was prescribed oral antibiotic amoxiclav 500/125 mg to be taken twice daily for 10 days. No other details were provided. At the time of the call, the patient reported ongoing pain and tenderness at the site and stated she still cannot lay her arm down. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.